Manufacturer narrative:
The radio frequency controller was received on 01/20/2012. Date of manufacture of the radio frequency controller is 08/2007. The coding reflects the evaluation of the returned disposable device. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).

Event description:
During an uneventful novasure endometrial ablation, under general anesthesia, the patient "had a vasovagal response and went into asystole" 28 seconds into the ablation cycle. "There were no precipitating events prior to the asystole. The patient had been in normal sinus rhythm." The device was removed, 20 chests compressions were given, and atropine and epinephrine were administered (dose unknown). The patient was revived in 1 minute. Her heart rate subsequently returned to a normal sinus rhythm. The ablation was terminated. While the patient was being transported to the recovery room "she had another vasovagal response where her heart rate went down to 23" (beats per minute). The patient was admitted for observation. Further studies and cardiac evaluation were all normal and she was discharged home the next day.